Event description:
It was reported by service report that the left calf support did not stay on the bed. The customer could not determine if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Broken bolt in foot rest.